Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles, skin dry and eye irritation. There was no report of serious patient harm or injury.  According to the new update, the b5 section will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles, skin dry, eye irritation and cancer. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. According to the update, box b: adverse event /product problem, box h: type of reported complaint, patient outcome code grid and health impact grid are updated in this follow-up.

Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles, skin dry, eye irritation and cancer. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in this device. The foam was intact, but the beginning of sound abatement foam degradation was observed. Presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Secondary findings was 0 errors logged. Missing 2 door panels. Dust-like contamination and hairs/fibers at the air outlet port & hairs/fibers at the air inlet , along with potential mineral deposit satins. Bluetooth trace antenna on the pca (printed circuit assembly) had potential corrosion on it. Dust-like contamination and tiny hairs/fibers on top of the blower motor and the blower motor seal. Unknown residue on the inside of the back panel and the bottom enclosure. Bottom enclosure had brown pieces of unknown contamination in it. Slight dust-like contamination and hairs/fibers inside the blower box. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box d:device serviced by 3rdp?,device avail. For eval? (Rfb) & date returned (rfb) updated. Box h:device eval. By mfg? (Rfb),(device) problem code grid, component code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles, skin dry and eye irritation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.